Event description:
It was reported that a patient was presented with oversensing on the atrial channel. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.